Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to remove the transfer guard from the reservoir and had high blood glucose of 405 mg/dl. She stated she had the issue with two reservoirs from the same box and was able to resolve it when using a reservoir from another box. The customer treated with a bolus and stated her blood glucose level went down. Troubleshooting for high blood glucose was not performed. The insulin pump will not be returned for analysis.